Manufacturer narrative:
The pump passed the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The drive support disk was inspected and no anomaly was noted. The pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they have not been receiving insulin delivery because their blood glucose has been over 400mg/dl. The customer's blood glucose level at the time of incident was 440mg/dl. The customer's most current level was 162mg/dl. Troubleshoot was conducted. The customer states the drive support cap was protruded. The customer was advised that the device would be replaced and returned for analysis.